Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, button error and damage from the insulin pump. The customer's blood glucose reading was 480 mg/dl. The customer treated with a syringe. The customer stated that the buttons are frozen. The customer mentioned that she was at (B)(6) when the error occurred. The customer stated that the sticker on the back of her pump has rubbed off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. However, we were unable to prime during prime test due to faulty force sensor resistor. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. No frozen display noted. The insulin pump was received missing address serial label, endcap sticker and o-ring. The insulin pump was received with cracked case at display window corners, broken reservoir tube lip and minor scratches on lcd window.